Event description:
Technician alleged the head of the bed is drifting slowly down. No pt impact.

Manufacturer narrative:
The technician found the head down valve sticking. The technician replaced the head down valve assembly to resolve the issue.